Event description:
The record reports a loss of the defic sync function on the pt data module. The issue was found during set-up so there was no pt involvement.

Manufacturer narrative:
Pt data not currently available. A follow-up report will be submitted when the investigation is complete.